Event description:
A pt reported experiencing inaccuate erratc results with a otb meter. The pt's blood glcose results were 525, 276mg/dl. Tests were done within 10 mins with a difference of 55%. Pt did not experience any adverse events. No further info has been reported.